Event description:
The customer reported that during reprocessing of the subject device, leakage was observed. There was no patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed the plastic distal end cover was cracked due to external forces. This report is being submitted for the malfunction found during the evaluation of the device (cracked distal end cover).

Manufacturer narrative:
During inspection and testing, service found the device was leaking due to a missing guide pin from the electrical connector, confirming the customer's initial report of leakage from the device. In addition, the following defects were found by service during the evaluation of the device: the air/water cylinder and suction cylinder were discolored. The scope connector was scratched. Due to damage on the adhesive of the bending section cover, the insulation resistance value at the distal end did not meet specification. The adhesive around the objective lens was discolored. The adhesive around the light guide lens was peeled off. The adhesive on the bending section cover was detached. The connecting tube and universal cord were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress on distal end resulting from hitting, dropping and so on. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.